Event description:
It was reported that the patient with this right ventricular (rv) lead experienced lightheadedness and syncope. A further review determined high out-of-range pacing impedance measurements, oversensing, pacing inhibition, and loss of capture. The patient was dependent on the rv pacing and experienced asystole greater than 2 seconds. An x-ray was performed and the rv lead was found to be fractured. Subsequently, a revision procedure was performed, and this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.